Event description:
It was reported that during a robotic radical protectomy procedure, the seal was torn or melted. No pieces were displayed in the patient. A second trocar was used and the same event occurred. There was no patient impact.

Manufacturer narrative:
(B)(4). Torn outer gasket the analysis results of the 512ob found that it was received with the outer gasket torn. One possible cause for the damage found may be inserts instrument at a steep angle relative to the trocar entry. The batch record was reviewed and no anomalies were noted during the manufacturing process.